Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the pt came back to the hosp post-op day 5 - 6 with an anastomotic leak. The surgeon reports that the leak came from the middle of the ta staple line. The staple line was not reinforced during initial procedure. The surgeon had to resect and create a new anastomosis.